Manufacturer narrative:
Additional information: the device was explanted on (B)(6) 2015 and returned for analysis. Device evaluation: the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's visit to the clinic, the atrial and rv leads exhibited high pacing thresholds. X-rays confirmed both leads had dislodged. It was reported the patient was engaged in gym activities that may have induced the issue. No adverse consequences were reported. The therapy date for the concomitant ra lead is unknown at this time.